Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual sample was not available for investigation. However, photos of the impacted unit were provided. Their visual inspection observed a very small hole on the return line resulting in the leak. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the return line on one unit of prismaflex st150 during patient use. There was patient involvement however, no patient injury or medical intervention was reported. No additional information is available.